Manufacturer narrative:
Additional device info: device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement percutaneous pin shipped to site (B)(4) 2013. No parts will be returned to manufacturer for analysis as the site disposed of the suspect part at the time of this event. (B)(4). Part not returned.

Event description:
A medtronic representative reported that, during a spinal procedure, the percutaneous pin broke while the surgeon was attempting to remove the instrument with a slap hammer. The surgeon then attempted to remove the percutaneous pin using pliers. It was noted this was one of the small pins that interfaces with the slap hammer. While removing the pin, a portion of the pin broke off within the patient anatomy; they were unsure of where. The surgeon opted not to proceed to retrieve the portion of the pin that remained in the patient. There were no x-rays to confirm that the instrument was left in the patient. The surgeon completed the procedure with the use of the navigation system.